Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. The pt complained of blurry vision postoperatively. In (B) (6) 2010, the surgeon implanted a piggyback lens, but the pt continued to complain of blurry vision. Pre-op bcva was 20/80 with mr -2.50-0.50 x 180. Postoperatively (and prior to intervention), the bcva changed to 20/80 with mr -1.50 -1.00 x 180. On (B) (6)2010, the surgeon explanted both the piggyback iol and the crystalens and implanted a 17.50 d crystalens. Post lens exchange, the pt presented with corneal edema, which has resolved. The pt's current bcva is 20/60 with a pinhole correction of 20/25-1. The pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of refractive error is attributable to a calculation error or a mislabeled iol. The corneal edema was related to the lens exchange surgery. The lens was returned to b&l for eval and subjected to diopter verification. The results of the eval revealed that the lens was within specifications for diopter power and was correctly labeled as a 20.00 d lens.